Manufacturer narrative:
Continuation of d10: product ID 97800 (B)(6), product type: 0197-implantable neurostimulator; section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: neu_unknown_lead); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) called from the or to report impedance issues. Caller stated they ensured the lead was cleaned off and the lead was "all the way through." Caller confirmed visualizing lead in header block, gently tugging lead to confirm securely torqued down, and normal motor responses. It was with the final impedance check that abnormal impedances were present. Caller stated they then removed the lead and battery and replaced both. Caller stated this time the impedance was checked with battery on top of the skin. Agent suggested checking impedance with battery in the pocket. When a gentle tug was given, the lead did pull out of the header block. After 2nd attempt, lead was securely torqued into placed in header block and could be visualized. Impedance check at this time only showed electrode 0 with >4k ohms. Agent suggested using/creating programs that do not use electrode 0, and to do an impedance check in the post-op recovery area as well. Agent also suggested caller send back faulty lead and battery for analysis. Caller did state they would be making mpxr for out-of-box failure of first lead and battery.